Manufacturer narrative:
Evaluation results: (root cause of the reported deployment difficulties is undetermined. The device evaluation did not detect any issue with the handle/slider mechanism on the delivery system that could impact on the reported deployment difficulties) - deformation problem. Evaluation conclusion: (root cause of the reported deployment difficulties is undetermined. The device evaluation did not detect any issue with the handle/slider mechanism on the delivery system that could impact on the reported deployment difficulties). (B)(4).

Event description:
An attempt was made to deploy a complete self expanding (se) peripheral stent in a patient when it was reported that the stent, after deploying, failed to be released from the delivery system. It was reported that about three quarters of the stent was deployed and the rest could not be fully deployed. The lesion was located in the sfa with 80% stenosis with severe calcification and moderate tortuosity. The physician managed to re-sheath the stent partially and remove it from the patient. The physician was deploying the stent with a bit of overlay with a maris stent. It was reported that there was no resistance noted with the complete se and deployment was being attempted slowly. No patient injury or clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The stent was not returned with the delivery system. The delivery system was returned with the slider handle pulled back and the polyimide shaft exposed. The handle/slider mechanism was advanced and retracted without any issues. A slight kink was present on the shaft just distal to the strain relief. The material on the proximal end of the distal marker band was flared and raised. A 0.035¿ guidewire could not be loaded into the inner most likely due to hardened blood.